Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) cpu pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).